Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 10, 2023 ¿ april 11, 2023. H10: one (1) actual device and ten (10) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed a leak was observed at the spike port bonding area of the actual sample only. The reported condition was verified. The cause of the leak was most likely due to incorrect bonding due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.